Event description:
It was reported by service report that the fowler was stuck in the full high height position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.